Event description:
It was reported that shaft break occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment but it could not cross the lesion. However, the shaft broke in two when trying to reinsert the stent. The procedure was completed with a different device. There were no patient complications reported.